Manufacturer narrative:
Implant date corrected. (B)(4).

Event description:
Reportedly, the review of patient file dated (B)(6) 2017 confirmed that inappropriate shocks had been delivered from the device seven times. The cause was noise oversensing. The recorded non-physiological waveforms were suggestive of damage to the lead. No abnormal value was shown in the trend curves of the ventricular impedance or coil continuity. The shock therapy function of the ICD was turned off and on (B)(6) 2017 the patient was transferred to the hospital to undergo a re-intervention. During the re-operation, it was confirmed that the lead wire was exposed. The device failure was excluded.

Manufacturer narrative:
The device has been sterilized and released according to all applicable procedures.

Event description:
Reportedly, the review of patient file dated (B)(6) 2017 confirmed that inappropriate shocks had been delivered from the device seven times. The cause was noise oversensing. The recorded non-physiological waveforms were suggestive of damage to the lead. No abnormal value was shown in the trend curves of the ventricular impedance or coil continuity. The shock therapy function of the ICD was turned off and on (B)(6) 2017 the patient was transferred to the hospital to undergo a re-intervention. During the re-operartion, it was confirmed that the lead wire was exposed. The device failure was excluded.

Event description:
Reportedly, the review of patient file dated (B)(6) 2017 confirmed that inappropriate shocks had been delivered from the device seven times. The cause was noise oversensing. The recorded non-physiological waveforms were suggestive of damage to the lead. No abnormal value was shown in the trend curves of the ventricular impedance or coil continuity. The shock therapy function of the ICD was turned off and on (B)(6) 2017 the patient was transferred to the hospital to undergo a re-intervention. During the re-operation, it was confirmed that the lead wire was exposed. So, the device failure was excluded.